Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported seeing spark and smelling odor when the battery was placed in pocket #2 of the universal battery charger. There was a red light on the pocket indicator and a telephone icon on the display. The battery was placed in a different pocket and it charged normally.